Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to undergo troubleshooting or provide further information regarding the event.